Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. It was initially reported by the customer that during the operation, the signal interference (noise) was observed on intracardiac (ic) channels of the carto 3 system. Signal interference of map2 was observed. A second device was used to complete the operation. There was no adverse event reported on patient. The physician did have other ECG signals available to monitor the patient¿s heart rhythm. The customer's reported ic signal interference issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 18-feb-2025, the bwi pal revealed that a visual inspection of the returned device found a hole on the surface of the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and functional tests of the returned device were performed following j&j medtech procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system, and it was recognized; however, it was not visualized as error 105 and 106 appeared due to open circuits on the tip area. Also, there was no temperature displayed on generator due to an open circuit on the shaft area. Since the device was not visualized on the carto 3 system, the device was connected to an electrical test box and an open circuit on the electrical wires was found. Further inspection was conducted on the adhesive used and it was observed an insufficient amount on the wires. The insufficient adhesive on the wires could be related to the open circuit on the force sensor; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The electrical issue reported by the customer was confirmed. The potential cause of the open circuit on the magnetic sensor, thermocouples and electrical wires could not be established. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The root cause of the insufficient adhesive is traced to the manufacturing process. Errors 105, 106 and no temperature are unrelated to the reported event. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor issues. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to hole in the pebax identified by bwi pal. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related the insufficient adhesive identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) and sensor (g03012) were selected as related to the customer's reported signal interference issues including the electrical issue, magnetic sensor, thermocouples and electrical wires issues identified by the bwi pal. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).